Manufacturer narrative:
Duragen 4x5 1 pack ce (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. As explained by scientific affairs, there is almost no clinical information to make a proper assessment. This complaint refers to two (2) situations a possibility of shunt dysfunction (handled under complaint (B)(4)) and adhesion between duragen and the arachnoid membrane. Regarding the reported ¿adhesion between duragen and the arachnoid membrane of the brain was strong, and it took a long time to peel it off. No dural-like tissue formation was observed in the subcutaneous reservoir.¿ a possible explanation based on the limited data at hand is that: ¿the posterior fossa csf leak would have given reason to reexplore the duraplasty on the 3rd june, about 2 months after the original application of duragen. At this time it is very likely that the surgeons would not recognize the newly formed dural membrane as it would be very thin and unlike dura at this point in the regenerative process. The duragen would have been completely absorbed at 2 months. It is likely that they saw scar tissue on the surface of the cerebellar procedure and thought that this was the tissue created by duragen and why it took such a long while to remove it. Application of preclude will form an extensive foreign body encapsulation that will like fuse to the newly forming scar (resulting from the dissection) on the surface of the cerebellar cortex.¿ with the information provided, no further evaluation is possible at this moment. However, adhesions are known complications of the procedure itself and known complications of using duragen. The instructions for use (IFU) currently addresses possible complications such as adhesions. For information purposes, product IFU contains the following warnings, precautions, and adverse events sections.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that duragen (id4501i) was used inlay for the posterior fossa during cerebellar intracranial tumor removal on (B)(6) 2021. Subsequently, a venticulo-peritoneal (vp) shunt was performed due to secondary hydrocephalus on (B)(6) 2021, and subcutaneous retention was observed. Due to the possibility of shunt dysfunction, vp shunt was replaced on (B)(6) 2021. At this time, it was noted that the adhesion between duragen and the arachnoid membrane of the brain was strong, and it took a long time to peel it off. No dura-like tissue formation was observed in the subcutaneous reservoir. The dura was reconstructed at the same time, and after removing the cerebrospinal fluid, the dura mater was closed by suturing using gore-tex. Additional information has been requested.